Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - persistent ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and issues with hemostatic valve leak and air flows back into the side port occurred. It was reported that the valve of the vizigo¿ was leaking. This only occurred after an hour, when physician exchanged catheter for the 4th time. When trying to aspirate air, additional air seemed to be sucked into the hub from outside. There were no sections that broke or separated. The hemostasis valve (gasket) did not dislodge inside or outside the hub as they could not identify any dislodgement with visual inspection. The brim cap/hub did not detach from the sheath. There was no blood loss. The valve was leaky as air was sucked from outside when aspirating with a syringe, which was done very slowly. Air was not introduced into the patient. The physician tried to eliminate bubbles by aspirating with syringe several times; however, every time aspiration is done, an additional air bubble turned up. This could only come from outside the valve. The sheath was immediately withdrawn from the left atrium as the air bubbles could not be eliminated. No medical intervention was required. There were no patient consequences. The hemostatic valve leak and air flows back into the side port issues were assessed as MDR reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 24-feb-2023. It was reported that a patient underwent an atrial fibrillation (afib) - persistent ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and issues with hemostatic valve leak and air flows back into the side port occurred. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, blood was observed inside the vizigo¿ sheath hub; however, due to the blood, the valve cannot be seen, also, there is no evidence of a leakage from the device. The customer complaint was not confirmed based on the picture received. The product was returned to biosense webster (bwi) for evaluation. Bwi then conducted a visual inspection and a functional test of the side port. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. The returned sample was connected to a syringe with water and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. A device history record (DHR) was performed for the finished device 60000026 number, and no internal actions related to the reported complaint were identified. Based on DHR, the d4. Expiration date and h 4. Device manufacture date have been updated. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use contain the following warning stated in the IFU: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. The event described could not be confirmed as the device was returned without detectable damage. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).